Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that an infusion of tpn and lipids were noted to have leaked around the outside of the tubing filter while connected to a patient in the surgical unit. They stated there was an opaque, bent portion of the tubing near the filter. In addition, the infusion of lipids was noted to be leaking droplets out of the tubing filter. There was no harm to the patient.

Manufacturer narrative:
Additional info: d.10

Event description:
It was reported that an infusion of tpn and lipids were noted to have leaked around the outside of the tubing filter while connected to a patient in the surgical unit. They stated there was an opaque, bent portion of the tubing near the filter. In addition, the infusion of lipids was noted to be leaking droplets out of the tubing filter. There was no harm to the patient.

Manufacturer narrative:
The customer¿s report of leakage was confirmed, as well as the report of an opaque, bent portion of the tubing near the filter. There were two sets investigated; this investigation pertains to model 20129e. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. The pinch clamp and slide clamp on both sets were received in the closed position. White liquid (lipids) was observed in the tubing and filter of set model 20129e. Functional testing observed a leak from the filter vent on the suspect set¿s 1.2 micron filter. The root cause of the filter vent leak was not definitively determined. The root cause of the opaque, bent portion of the tubing near the filter was identified as being consistent with indentations made when the pinch clamp is closed for an extended amount of time.

Event description:
It was reported that an infusion of tpn and lipids were noted to have leaked around the outside of the tubing filter while connected to a patient in the surgical unit. They stated there was an opaque, bent portion of the tubing near the filter. In addition, the infusion of lipids was noted to be leaking droplets out of the tubing filter. There was no harm to the patient.